Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level l1 on (B)(6) 2010 for a fracture after a fall. Patient communicated that she "was very active" until her fall over a "wheel on a shopping cart" on (B)(6) 2009. Patient saw a "chiropractor and heard a pop; opened a cabinet at her home and blacked out". On (B)(6) 2009, she was seen in the emergency room and was given tylenol #3 and phenergan. For 2-3 days, she had pain and no bms. Reportedly, patient was in pain after the fall and continued to be in pain after the balloon kyphoplasty procedure. Patient wore a back brace and received "injections in the spine" from the pain clinic in (B)(6) 2010. Patient continues to have pain. No further information was reported.

Manufacturer narrative:
Eval method: follow-up with patient.